Event description:
Drive devilbiss healthcare was notified of a complaint involving a rollator by an end user, stating that "the wheel brake lever sticks out too much - about an inch past the wheel and is causing her to hit her ankles and be cut." Urgent care referred her to the wound care center and she is being treated for these injuries. States she had to have 11 stitches in her right ankle. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.